Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'false downstream occlusion when any infusion starts' did not occur. A review of the event history log revealed 'false downstream occlusion when any infusion was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion when any infusion starts. The event happened during programming/ setup at the pediatrics unit. There was no patient involvement. No additional information is available.